Event description:
It was reported that there was an inability to aspirate fluid from the pump. Free flow of cerebral spinal fluid (csf) was reported. The pump later was noted to have reached end of life (eol), was subsequently replaced, and the patient resolved without sequelae. It was noted that the pump was not beeping. The pump system was being used to deliver baclofen.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis revealed no anomaly with the pump. The pump was returned without a catheter. The fluid path was destructively analyzed and no significant precipitate was found. The pump passed all nondestructive testing. The pump logs noted the pump had reached the elective replacement indicator (eri) and the motor stall recovery light was flagged; the motor had stalled at one time. Electromagnetic interference (emi) and or magnetic fields can cause motor stall and that was believed to have caused the stall seen in the pump logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.